Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Radiographs revealed that the patient's femur had fractured. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Investigation into the root cause included review of the reported event with the surgeon. It was determined the cause of the event was due to the surgical technique being used. Surgeon reported that he has altered his technique which has resolved the issue of the femoral fractures.